Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and user error.

Event description:
Patient reported left side deflation. The device was implanted after its expiration date. Device remains implanted.

Event description:
Physician confirmed, left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Use error: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported left side deflation. Additionally healthcare professional called to "report a left deflation". The device was implanted after its expiration date. The device has been explanted.